Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining an inaccurate low result of ¿37 mg/dl¿ compared to their feelings and/or normal readings. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.